Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient had stopped the pd therapy themselves and was not visiting the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (two grams for five days, route and frequency not reported) and injection fortum (one gram once per day, route and duration not reported). At the time of this report, the event was ongoing and treatment was continuing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.